Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, loss of capture was observed on the left ventricular (lv) lead. Fluoroscopy confirmed the lead was in the proper position. Measurements were taken with maximum outputs and in all configurations, but capture was not obtained. The cause for the loss of capture could not be determined. The patient was taken to surgery and a new lv lead was implanted; the chronic lv lead was surgically abandoned. No additional adverse patient effects were reported.